Event description:
It was reported that during a coronary angioplasty procedure on the common trunk, with the presence of parietal calcification, after pre-dilatation of the vessel with non compliant balloons, a xience prime (common trunk/ anterior descending) was deployed. The bmw guide wire was jailed into the intermedium branch as usual. The bmw elite guide wire was then retracted after re-crossing the stent with a second bmw guide wire. During retraction some resistance was felt, but no force was applied. The bmw elite guide wire completely unravelled. It was confirmed that the guide wire was not broken or separated. The procedure has been completed without any consequences for the patient. No additional information was provided. Qat analysis of the returned device identified that the core of the guide wire had separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted no blood visible and there was contrast on the coils. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for analysis. There were offset and overlapped proximal coils for a length of 2 mm proximal to the proximal solder. The entire length of the tip coils were completely stretched out. These damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. The core had separated 23.5 mm distal to the center solder. The core was intact for a length of 7 mm proximal to the tip ball. Scanning electron microscopy analysis of the returned guide wire suggests that the core failure may be attributed to ductile overload. The rupture initiated along one side of the core and propagated through the thickness of the material. The fracture features in the origin area were masked by rubbing. Beyond the origin area the fracture surface revealed dimples indicating ductile overload. Factors that may contribute to resistance during retraction while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. The lesion was described as moderately calcified which could have contributed to the reported difficulty. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. It was reported that resistance was felt during retraction which could have contributed to the reported guide wire separation. The reported resistance with the lesion and guide wire separation appears to be related to operational context of the procedure. A search of the lot history record revealed no nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.